Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector is programmed to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted.